Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the part of plastic piece that keeps posterior capture secured in 4 in 1 cutting block was found to be broken. Replacement was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device found the instrument to be broken. The root cause of the current reported breakage is attributed to product design. The current complaint sample was manufactured prior to the release for distribution of products manufactured to the co change. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.